Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having problems with his insulin pump. The customer reported having low blood glucose, then his blood glucose would jump to 438 mg/dl three hours later. The customer stated he could not lower his blood glucose. He also mentioned it may be due to his infusion set not being properly inserted. The customer also reported having a low blood glucose of 38 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The customer's current blood glucose was 405 mg/dl. He treated his high blood glucose with a bolus. No additional information provided.